Event description:
It was reported that the ilet user experienced sustained high blood glucose and later disclosed deploying four infusion sets from lot # 6011166 incorrectly by failing to remove the needle cover, which likely prevented proper insulin delivery. Replacement supplies were shipped after address confirmation. Symptoms included hyperglycemia with a reported reaching above 400 mg/dl. Outcomes included no hospitalization, no manual insulin injections, and reliance on the ilet to correct glucose. Investigation included review of user report and troubleshooting consistent with infusion set use error. Investigation of this case revealed that infusion set deployment errors, and an unsecured or obstructed infusion set connection were consistent with interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and attachment.